Manufacturer narrative:
The reported malfunction was observed and attributed to an internal wire break within the electrode connector. The electrode pads were scrapped to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "compressor 02 valve fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.